Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2017 that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that she did not believe the sensor wire was retained within the body. No injury or medical intervention was reported. No product was returned for investigation. Confirmation of the reported issue of detached sensor wire was not determined. A root cause could not be determined.